Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was not displaying an image during testing. Additionally, the distal end had a pinhole present, and the adhesive there was peeling away. The unit¿s camera switches were not functioning properly, and the insertion tube had been dented. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii bonchovideoscope¿s screen went black during a diagnostic bronchoscopy procedure. According to the initial reporter, the procedure was completed without patient harm by changing to another device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image could not be determined from the returned device. Deterioration/damage of adhesive was due to chemical/physical stress. Olympus will continue to monitor field performance for this device.